Event description:
It was reported that the pump was flipped. The pt was schedule to have the surgery to address the issue, but the surgery was postponed due to a fugal infection on the abdomen. The pump was replaced four days later. At a follow-up visit, the pt seemed to be doing ok. The pump contained morphine programmed at 4.9 mg/day at the time of the event.